Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door of the imaging system would not open. The gantry was reported to be around the patient when the issue occurred. When attempting to manually open the gantry door, the crank appeared to be slipping the internal rotor. The site moved the imaging system outside of the surgical area and continued without use of the medtronic imaging system. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the door winch on the imaging system gantry was damaged, resulting in the system being unable to perform image acquisitions. The representative then returned to the site and replaced the door winch assembly to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect door winch assembly was returned to the manufacturer for evaluation. Testing found that a gear on the assembly was cracked, preventing the motor drive from turning.